Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off due to the customer not charging the pump. The customer plugged the pump in to charge, but the battery was unresponsive. Subsequently the pump was able to charge and turned back on, but eventually shut off again due to the customer not charging the pump. The customer was then unable to turn the pump back on despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose was in the 600s(mg/dl). The customer administered a manual injection to resolve this blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.